Manufacturer narrative:
Additional information was received that the patient's symptom of infection was redness around the midline incision site. The patient was prescribed antibiotics.

Event description:
A report was received that the patient underwent an explant procedure due to infection after surgery.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2138-50, serial #: (B)(4), description: scs 50cm iii lead; model #: sc-2208-50, serial #: (B)(4), description: st linear lead 50cm; model #: sc-1132, serial #: (B)(4), description: precision spectra implantable xpulse generator.

Event description:
A report was received that the patient underwent an explant procedure due to infection after surgery.

Manufacturer narrative:
Additional information was received that the location of infection was at the midline incision site. It was believed that the infection was from the device. The explanted devices were not returned to bsn. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient underwent an explant procedure due to infection after surgery.